Event description:
It was reported that the ilet generated an alarm as indicated by the in-device alert but no corresponding notification appeared in the app, and review showed a recent high glucose alert reference with blood glucose under 300 mg/dl, suggesting a stale or residual alert; the user was instructed to restart the system and check for firmware updates. Symptoms included elevated blood glucose without severe manifestations. Outcomes included no injury and no hospitalization. Investigation included review of alert history and guidance to perform device restart and firmware verification. Investigation of this case revealed an apparent alarm notification malfunction potentially related to software behavior with no confirmed hardware component failure. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent software anomaly. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.